Event description:
It was reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) would not stay on setpoint and asked for recalibration after being calibrated. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.